Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the vh-3000 c-ring got stuck and would not move in and out. The hospital staff said "the rubber tubing that connects inside the grove was not where it normally is". A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: visual inspection revealed that the device was slightly bloody and had no non conformities. A functional test was performed on the device. The c-ring extended and retracted as expected. The c-ring assembly was inspected and the scope wash tubing and metal slider rod were assembled per the manufacturing process instructions. Based upon the functional test, the reported failure "c-ring got stuck" could not be confirmed. Internal file number - (B)(4).